Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the past similar cases, it was known that the space of the part that stables the bristles widened since the brush was bent. As a result, parts of the bristles may have fallen off.

Manufacturer narrative:
The mh-507 reported in this MDR was disposed of at the user facility. But another mh-507 was returned to olympus medical systems corp. (Omsc) and is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a part of the bristles on the two mh-507s fell off during the reprocessing. The user replaced these mh-507s to another brush and completed the reprocessing. There was no report of patient injury associated with this event. This MDR is submitted for the second of the two mh-507s.